Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "noted tpn leaking at the drip chamber during infusion. Carefusion tubing model 10942011. This is the third event recorded at our hospital. 8 days prior to this event, carefusion reported back on events on model 11612593 from last year "that the root cause of their investigation was insufficient bonding solvent applied during the manufacturing and this has been escalated according to our quality process"." There is no patient harm.